Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple occlusion alarms. The customer changed their infusion set site multiple times and continued to receive occlusion alarms. The customer¿s blood glucose (bg) level was not impacted. The customer was in school and had no extra supplies therefore troubleshooting could not be performed at the time that tandem technical support was contacted. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.